Manufacturer narrative:
The implant has not been returned for evaluation therefore a visual inspection has not been possible. The investigation is ongoing and a supplemental report will be submitted. Device remains implanted.

Event description:
The surgeon chose to use a 5mm standard femoral plateau plate to build up for distal femoral bone loss. The plate would not sit flush on the femoral knee prosthesis. A second femoral plateau plate was opened and found to have the exact same problem. The surgeon implanted the femoral plateau plate. He built the plate up with a large amount of bone cement in order to get it to sit flat. (B)(4).